Event description:
The customer alleges that the handle initially worked when tested but once the gr blade was applied; the handle no longer worked. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device sample was not returned for evaluation. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.